Event description:
I had the medical device. Essure for permanent birth control inserted in (B)(6) 2015. Four months afterwards, I started experiencing trouble. It started out with mild cramps and muscle aches. I figured it was due to me still recovering from the procedure. As time went on my health started to get drastically worse. I began having frequent severe headaches that then turned into severe migraines. I started struggling with bowel movements along with the overwhelming abdominal pain that has currently so bad that I experience pain in my back, legs and had occasionally even fainted. I am constantly in discomfort. Since receiving this product, I have developed new health issues and old ones have resurfaced and worsened. I also now struggled with autoimmune deficiences. I have suffered through year after year of being in the hosp, and the emergency room from being in so much pain and experiencing a large range of symptoms that no one could give me an answer for or diagnose me with anything in particular. I deal with many more problems that developed with using this device, and I feels as though it's literally costing me my life. I have become unable to play and participate in functions with my only child, satisfy my husband, do my job, and even care for myself.